Event description:
I woke up this morning and had my left eye crest shut and my right eye blurr. Dates of use: one month in 2007. Diagnosis or reason for use: to clean contacts. Dose or amount: every night.